Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm indicated that the fiber optic connector inside the pump console was broken, therefore a fiber optic balloon could not be connected. To resolve the issue, the stm replaced the fiber optic sensor extension cable assembly. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a scheduled in-service training by a getinge representative on the cardiosave intra-aortic balloon pump (iabp), the fiber optic port was not functioning. There was no patient involvement and no adverse event was reported.